Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: d4; d10; f9; h4

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017 a field service engineer (fse) found a defective waste pump. The fse replaced the defective waste pump. The fse cleaned the bf probe tip as well. The instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages, indicates that "2016 bfprobe suction failure" error message is generated when the suction by the bf probe is abnormal. The operator is instructed to contact the service department. The most likely cause of the reported issue was due to a defective waste pump.

Event description:
On (B)(6) 2017 a customer reported getting intermittent "2016 bfprobe suction failure" error message while running patient samples on estradiol (e2), progesterone (prg), and beta human chorionic gonadotropin (bhcg) on the aia-360 analyzer. The customer is unable to run patient samples on e2, prg, and bhcg. On (B)(6) 2017 a field service engineer (fse) went on-site to address the reported event, which resulted in delay in reporting of patient results for e2, prg, and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4). Report source: "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a